Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer misunderstood the meaning of an incomplete bolus alert and delivered multiple boluses. The customer's blood glucose (bg) level was 59 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support provided additional training in regards to the alert and bolus deliveries. Recommendation was made to consult with healthcare provider regarding diabetes management.